Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. At the time of report, the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If the device involved in the event is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Approximately in (B)(6) 2019, the patient underwent a fluoroscopy with contrast / CT scan, which revealed shadows like bezoars at the tip of the tube. A physician stated that the formation of food residue stuck or bezoars at the tip of the pigtail area was more likely. There was a feeling of resistance when the tube was pulled. The tube was pulled back 15 cm and placed near the jejunum. The physician stated that the patient's condition was very favorable at the visit a week before, and there was a possibility that bezoars or food residue stuck suddenly formed. On (B)(6) 2019, the tube is planned to be removed.

Manufacturer narrative:
Reference record (B)(4). Additional information added to a2 and b5. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 08 nov 2019: on (B)(6) 2019, the removal of the j-tube fluoroscopically had failed. On (B)(6) 2019 the j tube was removed but the insertion of the guided wire had failed. On the same day, an intestinal endoscopy was performed, which revealed that the reported symptoms had developed due to the fiber mass had become an anchor and a telescope phenomenon occurred in which the small intestine shortened. A large intestinal camera was performed and the j tube was pulled out with a forceps from the anus. Duodopa therapy was continued via the gastric port. On (B)(6) 2019, all of the peg-j tube was exchanged. On (B)(6) 2019, the patient was discharged. A physician stated that the mass of fiber at the tip of j-tube developed the intestinal obstruction.